Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated at 3:00am, she got out of bed, had a seizure and fell injuring her right wrist. Her husband administered glucose and took her to the emergent department. She was treated with glucose and diagnosed with a fractured wrist. She was discharged home and later that day around 3:00pm, she experienced another seizure even though her cgm displayed 65 mg/dl. A finger stick bg was performed, and her bg was 32 mg/dl. She was treated with glucose and once her bg stabilized, the sensor was replaced. The patient underwent surgery on her wrist on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.